Manufacturer narrative:
The device was returned for analysis. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 12th distal stent segment with raised struts. There was slight deformation to the distal tip of the device. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an endeavor resolute drug eluting stent to treat a severely calcified lesion. The procedure was prompted by coronary heart disease. No issues noted during inspection prior to use. Lesion was pre-dilated. Resistance was noted advancing the device to the lesion, excessive force was not used. During the operation and due to patient¿s severe vessel calcification, the stent could not cross the lesion. The stent was removed from patient. No patient injury reported as a result of the event. Procedure was completed with another device.